Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of light headed/dizziness. The right ventricular (rv) lead had increasing and high thresholds as well as diminished sensing. The rv lead was repositioned. At the post operative check, the physician noticed that the right atrial (ra) lead had increased threshold. After an x-ray, it was noticed that the ra lead had pulled back. On fluoroscopy, the lead was noted in "normal implant position" when the patient was supine. The ra lead was revised to provide additional slack. Both leadsremain in place. No patient complications have been reported as a result of this event.